Event description:
Following an implant on (B)(6) 2011, it was reported that the pt experienced acute pain at the tail bone and implantable neurostimulator (ins) area. The pt also felt stiffness and pain at the right hip area after riding in the car. It was later reported that the pt turned off the therapy on (B)(6) 2011 and the following day felt acute pain at the ins location and tailbone. It was reported that the doctor prescribed antibiotics, pain medication and recommended ibuprofen. This helped, but the pain returned after two hours. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).